Event description:
During a foreign body removal procedure, a karl storz forceps was allegedly used to remove a pen cap from the pt's lung. During the procedure, the tip of the instrument snapped off and lodged in pt's other lung. The pen cap was removed with another forceps. The instrument tip was removed three days later using a bronchoscope. The pt was discharged three days after the tip was removed.